Event description:
Device malfunction: none reported, symptoms: slight limb ataxia. Time of symptoms: post-procedure and 30 day follow-up. The pt experienced hypotension and bradycardia during hospitalization following the left internal carotid stenting procedure, which resolved within two days by medication. At the 30 day follow-up the pt was noted as having slight limb ataxia in the right arm that was not noted on the pre-procedure or post procedure evaluation. No action or treatment was taken and the pt's outcome remains unchanged.